Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a dry skin irritation on her left, lower chest area. The patient cardiologist adviser her to use hydrocortisone and benadryl as well as a prescription cream. Patient's irritation improved after using the prescribed cream from the doctor.